Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture thresholds .the lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Visual and electrical examinations did not find any anomalies.